Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 202 ventilator screen malfunction occurred. The device was not inpatient use at the time of the occurrence. A remote service technician states, the customer reseated some cables inside the device, and it powered on fine. The customer states it happened a couple times and requested bench repair. If any additional information is received, a follow-up report will be filed. New information: the manufacturer received information alleging a trilogy 202 ventilator screen malfunction occurred. The device was not inpatient use at the time of the occurrence. A remote service technician states, the customer reseated some cables inside the device, and it powered on fine. The customer states it happened a couple times and requested bench repair. The device was sent to a third-party service center for service and during the evaluation the customer's complaint was not confirmed. During further investigation of the device an error code in relation to (communication between host and obm was lost) indicating a faulty oxygen blender module wire was observed in the device event log, therefore the trilogy o2 and 202 wire harness was replaced to address the issue. Additionally, preventative maintenance was performed, and additional parts were replaced due to preventative maintenance, damage, or missing. The device was tested and passed all testing. Box h coding was updated.

Event description:
The manufacturer received information alleging a trilogy 202 ventilator screen malfunction occurred. The device was not inpatient use at the time of the occurrence. A remote service technician states, the customer reseated some cables inside the device, and it powered on fine. The customer states it happened a couple times and requested bench repair. If any additional information is received, a follow-up report will be filed.